Manufacturer narrative:
This device involved in this event has not been returned for evaluation. Following completion of the investigation, a follow-up medwatch will be submitted. (B)(4).

Event description:
It was reported from (B)(6) that during the embolization treatment, the coil was placed in the aneurysm; however, the coil was found not to be a suitable size. The physician pulled back the coil, when the first coiled segment was pulled into the microcatheter he felt some resistance. After pulling back he found the coil had unraveled at the distal end of the shaft. A partial segment of the coil was found to be protruding from the aneurysm. A snare was used to retrieve the coil. The physician choose a different size coil. Patient condition is unknown.